Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-02419. It was reported that patient was not receiving effective stimulation. Reportedly, the issue started approximately a few weeks ago after patient started a new workout routine. Diagnostics indicated several high impedances on both leads. In turn, surgical intervention was undertaken wherein both leads were explanted and replaced. This addressed the issue.